Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-may-2024, it was reported by the patient that infusion set fell off within one day of use. Event was occurred on 05/22/2024 and 05/23/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.